Event description:
Reportedly, the ovatio ICD which was programming in safer pacing mode, switched to ddd operation on (B)(6) 2011; this led to a pmt, which was not recognize by the ICD (statistic counter at 0). The holter ECG performed on that day showed that the pmt lasted approx 100 cycles and pacing was delivered at max rate during those cycles; in addition, the av delay was short. An explanation is requested.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.